Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot# va1h8fy, implanted: (B)(6) 2018, explanted: (B)(6) 2018, ubd: 10-apr-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during intraoperative testing it was found that the electrode resistance was low. The lead was explanted. The patient had been re-used the new electrode to complete the operation (follow-up was conducted for clarification, as this appears to be potentially contradicting information). The cause of the issue was unknown. The patient was in good condition. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) confirmed the original lead was not re-used to finish the procedure; a new lead had been implanted.